Event description:
It was reported that during a follow up in clinic, atrial noise due to electromagnetic interference (emi) resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the device. Additionally, ventricular noise due to emi was noted on the device. The physician suspected the noise was due to the patient participating in welding. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.